Manufacturer narrative:
Correction to patient codes: removed code 9087 as shock was appropriate.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) experienced ventricular tachycardia (vt. Anti-tachycardia pacing (atp) was delivered which accelerated the rhythm to ventricular fibrillation (vf). A shock was delivered which successfully converted the rhythm. Approximately a week later this patient experienced vt however noted to not have been stored by this ICD. Technical services (ts) reviewed noting the vt was possibly slower than the rate cut off programmed and therefore unable to review. A signal artifact monitor (sam) episode was also observed. A review of latitude nxt did not show any out of range impedance measurements. Ts discussed vt programming optimization. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) experienced ventricular tachycardia (vt. Anti-tachycardia pacing (atp) was delivered which accelerated the rhythm to ventricular fibrillation (vf). A shock was delivered which successfully converted the rhythm. Approximately a week later this patient experienced vt however noted to not have been stored by this ICD. Technical services (ts) reviewed noting the vt was possibly slower than the rate cut off programmed and therefore unable to review. A signal artifact monitor (sam) episode was also observed. A review of latitude nxt did not show any out of range impedance measurements. Ts discussed vt programming optimization. This ICD remains in service. No adverse patient effects were reported.